Event description:
Healthcare professional reported deflation against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease flat, and yellow particle inside device. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening on plug strap bon edge . A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on plug strap bon edge side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported deflation against right device. The device was explanted.

Event description:
Healthcare professional reported, deflation against right device. The device was explanted.